Manufacturer narrative:
The solex 7 catheter was discarded by the user. Therefore the device associated with this complaint will not be returned for evaluation. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
As reported, during patient use, the solex 7 catheter was placed in the patient's right femoral vein for fever management. The user noticed an empty saline bag. No leak was observed and there were no traces of fluid on the floor or the bed. The dwell time of the catheter was about 13 hours. The user removed the solex 7 catheter. The ivtm treatment was stopped and different temperature management system was used to continue the treatment. The patient's temperature at the start of the ivtm treatment was 40.1°c. The target temperature was 36.5°c and the temperature at the time of the issue was 37.4°c. No consequences or impact to patient. The solex 7 catheter was discarded by the user.